Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error 25. The insulin pump's internal power source is unable to charge. The blood glucose reading was unknown. The customer is currently not using the insulin pump because of the alarm. The customer was given instructions on how to clear the alarm. It was also stated that they lost the transmitter and will send a complaint through email.